Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization, antibiotic therapy and the transition to hd for rrt. The patient¿s spouse stated the etiology of the peritonitis is unknown; therefore, causality cannot be established. Esrd patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Although the patient is not currently undergoing pd therapy, the patient still retains the liberty select cycler for future use.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s spouse revealed the patient presented to the emergency room (ER) with cloudy effluent fluid and abdominal pain on (B)(6) 2020. A peritoneal effluent fluid culture and cell count was obtained, and the patient was reportedly diagnosed with peritonitis. Intraperitoneal (ip) antibiotics were administered; however, the drug, dose, frequency, and duration were not provided. Although the spouse could not provide specifics, they stated the patient¿s infection was so severe, they surgically removed the peritoneal dialysis (pd) catheter (not a fresenius product) on (B)(6) 2020. The patient began receiving intravenous (IV) antibiotics and went to the operating room to undergo the surgical placement of a permanent hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd for renal replacement therapy (rrt) on (B)(6) 2020 without issue. The patient¿s spouse stated they are unaware of the organism cultured, and the doctors could not determine the cause of the peritonitis. The patient was discharged in stable condition on (B)(6) 2020 and will begin to undergo hd therapy today ((B)(6) 2020). Per the patient¿s spouse, the patient will stay on outpatient hd therapy for approximately 6-8 weeks and will return to pd therapy if possible.